Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and released from the hospital on (B)(6) 2014. Her health care provider advised her to discontinue use of her insulin pump and revert to a back-up plan. Troubleshooting on the insulin pump was declined. The product is not being returned. Nothing further was reported.